Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump keeps showing occlusion error. Caller alleges patient experienced elevated blood glucose levels due to occlusion errors; occlusion message is unclearable. Caller stated patient received a blood glucose reading of hi and his blood glucose level tested hi also at the hospital; was treated with 25 units of insulin via injection and unknown fluids. Requested return of the alleged pump for evaluation.